Manufacturer narrative:
(B)(4). The results of the investigation concluded that the functional properties of the catheter conformed to tacticath quartz catheter specifications. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The cause of the reported pericardial effusion remains unknown as the event could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
During a pulmonary vein isolation procedure, the patient experienced a pericardial effusion. When ablating in the left atrium, the patient became hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.